Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown, was not found on MRI/ failure to occlude (close) fallopian tube(s)/ essure device had migrated/ failure to occlude') in an adult female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea. Previously administered products included for an unreported indication: depo provera from (B)(6) 2013. Concurrent conditions included asthma since (B)(6) 2016, vaginal discharge since (B)(6) 2016, blood sugar increased since (B)(6) 2016, uti since (B)(6) 2016, rash since (B)(6) 2016, tenderness since (B)(6) 2016 and body mass index normal (25.775). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("longer and heavier periods"), headache ("headaches") and migraine ("migraines/ migraines/ headaches"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain/belly"), abdominal pain lower ("below abdomen pain"), dyspareunia ("pain during intercourse for myself / feel pain during intercourse"), back pain ("back pain/ lower back pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue") and depression ("depression"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, dysmenorrhoea, abdominal pain lower, dyspareunia, back pain, menorrhagia, female sexual dysfunction, headache, fatigue, depression, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: migration of essure device. One of the essure devices (cannot recall which one) had migrated but could not be found on the MRI. Ultrasound scan vagina - on (B)(6) 2016: migration of essure device. Most recent follow-up information incorporated above includes: on 16-sep-2020: pfs received. Historical drug and laboratory data added. Lot number added. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown, was not found on MRI/ failure to occlude (close) fallopian tube(s)/ essure device had migrated/ failure to occlude') in an adult female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea. Previously administered products included for an unreported indication: depo provera from (B)(6)2013. Concurrent conditions included asthma since (B)(6)2016, vaginal discharge since (B)(6)2016, blood sugar increased since (B)(6)2016, uti since (B)(6)2016, rash since (B)(6)2016, tenderness since (B)(6)2016 and body mass index normal (25.775). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("longer and heavier periods"), headache ("headaches") and migraine ("migraines/ migraines/ headaches"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6)2013, the patient experienced abdominal pain ("abdominal pain/belly"), abdominal pain lower ("below abdomen pain"), dyspareunia ("pain during intercourse for myself / feel pain during intercourse"), back pain ("back pain/ lower back pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue") and depression ("depression"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, dysmenorrhoea, abdominal pain lower, dyspareunia, back pain, menorrhagia, female sexual dysfunction, headache, fatigue, depression, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6)2013: migration of essure device. One of the essure devices (cannot recall which one) had migrated but could not be found on the MRI. Ultrasound scan vagina - on (B)(6)2016: migration of essure device. Lot number ( 58565 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown, was not found on MRI/ failure to occlude (close) fallopian tube(s)/ essure device had migrated/ failure to occlude') in an adult female patient who had essure (batch no. 58565 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea. Previously administered products included for an unreported indication: depo provera from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included asthma since (B)(6) 2016, vaginal discharge since (B)(6) 2016, blood sugar increased since (B)(6) 2016, uti since (B)(6) 2016, rash since (B)(6) 2016, tenderness since (B)(6) 2016 and body mass index normal (25.775). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("longer and heavier periods"), headache ("headaches") and migraine ("migraines/ migraines/ headaches"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain/belly"), abdominal pain lower ("below abdomen pain"), dyspareunia ("pain during intercourse for myself / feel pain during intercourse"), back pain ("back pain/ lower back pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue") and depression ("depression"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, dysmenorrhoea, abdominal pain lower, dyspareunia, back pain, menorrhagia, female sexual dysfunction, headache, fatigue, depression, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: migration of essure device. One of the essure devices (cannot recall which one) had migrated but could not be found on the MRI. Ultrasound scan vagina - on (B)(6) 2016: migration of essure device. Most recent follow-up information incorporated above includes: on 25-sep-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown, was not found on MRI/ failure to occlude (close) fallopian tube(s)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included amenorrhea. Concurrent conditions included body mass index normal (25.775), uti since (B)(6) 2016, rash since (B)(6) 2016, tenderness since (B)(6) 2016, asthma since (B)(6) 2016, vaginal discharge since (B)(6) 2016 and blood sugar increased since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("longer and heavier periods"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("pain during intercourse for myself / feel pain during intercourse"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("below abdomen pain"), back pain ("back pain"), fatigue ("fatigue"), depression ("depression") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, dysmenorrhoea, abdominal pain lower, menorrhagia, back pain, fatigue, depression, weight increased, migraine, headache, female sexual dysfunction and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Ultrasound scan vagina - in (B)(6) 2016: migration of essure. Most recent follow-up information incorporated above includes: on 1-oct-2018: reporter information was updated. Event: apareunia (inability to have sexual intercourse)/pain during intercourse for myself and my partner (boyfriend). He feels pinching and irritation on the tip of his penis and I feel pain during intercourse was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.